Manufacturer narrative:
The device is not available for testing and investigation.

Event description:
The event involved a chemoclave closed vial spike that was reported to have occluded and didn't allow methotrexate to be pulled from the vial. The healthcare worker tried using the device and the drug splashed on their hands and gown. The healthcare employee followed up with employee health. It was reported there were no major issues and all precautions were taken to prevent any skin exposure to the methotrexate. There was no report of human harm or medical intervention.